Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Additional related reports: 0001526350-2024-00090. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device discarded.

Event description:
It was reported that the 4.2mm relign 3-in-1 blades giving off metal flakes/shaving into the patient during knee scope. No information was provided as to whether all of the flakes had been removed. There was no reported patient harm, or delay. Due diligence is in process, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2024-00090-1. This medwatch is being filed to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the 4.2mm relign 3-in-1 blades giving off metal flakes/shaving into the patient during knee scope. The patient did not retain any of the foreign particles. There was no reported patient harm, or delay. Due diligence is complete. No further information is available. As no additional information is available, we are unable to provide further information.